Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found a pump motor feed thru anomaly of shorting across the insulator. The previously reported conclusion code 67 no longer applies.

Event description:
It was reported that a critical alarm occurred due motor stall, and the stall never recovered. The patient was hospitalized around the same time the stall happened with signs of "withdrawal". The patient also experienced altered mental status, seizures, and increased spasticity. In the office of the managing physician, oral baclofen was prescribed to the patient. Diagnostics involved checking the logs; and medical intervention and reprogramming were required. The issue was not resolved and the cause of the issue was not determined. Explant was planned for (B)(6) 2015. The patient status at the time of the report was alive with no injury. The pump system was being used to infuse baclofen (compounded). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the pump had stalled (B)(6) 2015, and the manufacturer¿s representative was first notified on (B)(6) 2015. A motor stall was recorded in the print report with a ¿stopped pump period may exceed tube set¿ message. The pump was explanted (B)(6) 2015 and replaced. There was no patient death. The pump was returned for analysis due to experiencing motor stalls. A rotor study and dye study were performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The previously reported eval code-conclusions were updated.